Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to interactions with the calcification in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, mildly calcified, 90% stenosed right coronary artery (rca). A 3.00 x 33 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced with resistance felt with the anatomy and would not cross the lesion. The sds was removed with resistance felt with the anatomy. A new 3.00 x 33 mm xience xpedition sds was advanced to the lesion with no issues noted and the stent was successfully implanted. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.